Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, customer report is that there are colored tiny lumps in the tube. The following information was provided by the initial reporter. The customer stated: the customer's verbatim report is that there are colored tiny lumps in the tube.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, customer report is that there are colored tiny lumps in the tube. The following information was provided by the initial reporter. The customer stated: the customer's verbatim report is that there are colored tiny lumps in the tube.¿

Manufacturer narrative:
Investigation summary: mat: 365900. Lot number: 2112311. Bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 100 retention samples from the bd inventory were taken and visually inspected, and no foreign matter was found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the visual check of retained samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.